Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "pt running cisplatin through medcomp @95ml/hr started at 1605, at 1700 the nurse noted that the ns with 20kcl litre bag was half empty. The channel was off, closed, but dripping at a fast rate, with no leak noted. The nurse stopped the dripping and the brain read zero mls infused to pt. The channel was switched out and upon reclosing the line into the pump the whole pump shut off. A new alaris brain was used and the cisplatin was restarted at the ordered rate. "

Event description:
A report was received from health canada's canada vigilance program which states, "pt running cisplatin through dmedcomp @95ml/hr started at 1605, at 1700 the nurse noted that the ns with 20kcl litre bag was half empty. The channel was off, closed, but dripping at a fast rate, with no leak noted. The nurse stopped the dripping and the brain read zero mls infused to pt. The channel was switched out and upon reclosing the line into the pump the whole pump shut off. A new alaris brain was used and the cisplatin was restarted at the ordered rate. "